Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient needed to turn their stimulation off for a major surgery, which was confirmed to be unrelated to the ins or therapy. When the patient turned the device off they were on program 3 and when the patient turned stimulation back on they changed to program 1. After changing to program 1 the patient experienced increased urgency symptoms and is "dribbling" before making it to the bathroom. The patient also reported that they went to the bathroom 4 times last night and was experiencing bowel incontinence as well. The patient reported that the surgery that they had was umbilical hernia surgery and that they tried to increase stimulation, but could not get the patient programmer (pp) to increase. The manufacturer call center assisted the patient with pp use and the patient was able to increase stimulation to 1.3 on program 1 where the patient confirmed feeling comfortable stimulation in the correct location. The patient then stated that they wanted to try going back to program 3 as they could "go 8-12 hours on this program.": the patient was assisted with changing programs and setting stimulation to 1.2; if the patient increased stimul ation past 1.2 they said that it was "interesting." The patient was advised to follow-up with their healthcare provider (hcp) if their symptoms did not resolve and to discuss changing programs. The patient described the increased urgency, dribbling, and bowel in continence as occurring 3-4 weeks prior to the call and the symptoms were not alleged to be sudden in nature.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the inability to increase stimulation, urge ncy, incontinence, and frequency was due to the machine being off during surgery and when it was turned back on it ¿just didn¿t get programmed right.¿ in order to resolve these issues the device was reprogrammed, although the consumer ¿had to do it so seldom I often forget how.¿ no further complications were anticipated.